Manufacturer narrative:
Batch review performed by regulatory affairs department on 3 june 2020: lot 177643: (B)(4) items manufactured and released on 2-mar-2016. Expiration date: 2023-02-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Lot 162505: (B)(4) items manufactured and released on 16-jun-2016. Expiration date: 2021-05-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Lot 187393: (B)(4) items manufactured and released on 5-dec-2018. Expiration date: 2023-11-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Lot 186276: (B)(4) items manufactured and released on 2 october 2018. Expiration date: 2023-09-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Lot 168978: (B)(4) items manufactured and released on 20 march 2017. Expiration date: 2022-03-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Lot 182069: (B)(4) items manufactured and released on 9 may 2018. Expiration date: 2023-04-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Lot 184306: (B)(4) items manufactured and released on 31 july 2018. Expiration date: 2023-07-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Lot 187623: (B)(4) items manufactured and released on 12 december 2018. Expiration date: 2023-11-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The patient came in 1 year and 3 months after the primary surgery reporting pain due to a failed extensor mechanism which was caused due to tissue degeneration. The surgeon revised all implants and converted them to a gmk hinge knee. The surgery was completed successfully.